Event description:
It was reported that during an unspecified procedure, the balloon was detached or separated. The unspecified target lesion was located in the unspecified vessel. A 20mm x 3.00mm nc quantum apex balloon catheter was used for dilatation. It was noticed that the balloon broke apart in the catheter. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).